Event description:
A physician reported that the white spot in the unknown eye of a patient, during surgery. There are multiple related reports for this facility. This report addresses multiple patients, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Product manufacturing details updated. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Additionally, the device was verified by a field service engineer based on the report of this cluster under, which showed that device is working according to specification. No technical issues could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed two energy checks and performed eighteen treatments on that day. The energy was stable during this period. The logfile shows eighteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about ninety four seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully. The surgeon interrupted the treatment twice by releasing the laser pedal during side cut. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness.. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).